Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of failure code "570:320:844:0000". This condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a reported condition "570:320:844:0000" was confirmed and not reproduced during product evaluation. The root cause of this condition was assigned to depleted main batteries. The main batteries were replaced to correct this condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Failure code 570:320:844:0000 indicates a low battery voltage (batteries discharged to a potential damaging level). This is involving a pump with software version 5.04.00 which is categorized as unremediated.